Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became unsterile. A 3.50 x 16mm synergy¿ stent was selected for use. However, during unpacking, the inner packaging of the device was difficult to open and when it was opened with force, the device came out swiftly and became unsterile. The procedure was completed with another 3.50 x 16mm synergy¿ stent. No patient complications were reported as the device was not used.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. The device was returned in the protective hoop. The outer box packaging was also returned with the seal opened and a tear down the middle of the box. The inner foil pouch and plastic pouch were not returned. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within the maximum stent profile. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the device became unsterile. A 3.50 x 16mm synergy¿ stent was selected for use. However, during unpacking, the inner packaging of the device was difficult to open and when it was opened with force, the device came out swiftly and became unsterile. The procedure was completed with another 3.50 x 16mm synergy¿ stent. No patient complications were reported as the device was not used.